Event description:
Md used echelonflex 60 powered stapler (exp 8/2016) for a laparoscopic sleeve gastrotomy. After using the stapler it was noted that the staple line was jagged with a macerated edge. Md discontinued using that stapler immediately and began using a new echelonflex 60 powered stapler to continue the procedure. Dates of use: (B)(6) 2013, 1 attempt.